Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a dexcom g7 continuous glucose monitor (cgm), with the highest cgm value of 401 mg/dl and a confirmatory glucometer reading of 419 mg/dl after overtreating a preceding hypoglycemic episode by ingesting a large quantity of fast-acting carbohydrates. Symptoms included elevated blood glucose without reported acute complications. Outcomes included the need for troubleshooting, education, without emergency care. Investigation included user communication, and product-use review. Investigation of this case revealed that device performance was consistent with design and that the hyperglycemia was attributable to excessive carbohydrate intake following hypoglycemia rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related overtreatment of hypoglycemia.

Manufacturer narrative:
Initial.